Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Results: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for bent needle with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: an absolute root cause for this incident cannot be determined.

Event description:
It was reported that there was a bd vacutainer® eclipse¿ blood collection needle in the sp-box without both white needle cover and rubber sleeve. The np-needle was bent at the 90 degree angle from the root of it. No serious injury or medical intervention reported.